Event description:
It was reported that during an anterior resection mobilized the splenic flexure and conduit. Inserted the anvil and performed purse string suture to secure it. Inserted the cdhp into the rectum and started to open the trocar which pierced the rectal stump, orange indicator was observed. Using an ethicon grasper to hold the anvil it was placed over the trocar and an audible click was heard, visibly no orange on the trocar could be seen. Started to close the join via the turning knob and the anvil jumped off the trocar. Opened the trocar fully, rejoined again an audible click was heard and started to close again. Same thing happened. Checked for excess tissue, nothing preventing the close of the anvil. No metal objects or anything else in the way of the anvil to force it off the trocar prior to firing. Had to apply force to the top of the anvil whist retracting down to close the anastomosis and allow firing to commence the procedure was extended greater than 30 mins as a second stapler was opened with the same issues. Surgeons refusing to use it again until resolution is found. In the end they had to hold the anvil in place whilst retracting to close the anastomosis then fire. The surgeons they¿ve been using a cdh for over 35 years.

Manufacturer narrative:
(B)(4). Date sent 12/2/2024. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No adverse effect was seen.